Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: it was reported to me that the pump needs service. Biomed found the guide pins not moving freely. The av (actuator valve) and cassette pins was cleaned. Then the guide pins were moving freely. While testing the pump there were no problems. No patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.